Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaw boots had minor burns and the cold jaw boot appeared worn. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using a reference hemopro cable and power supply, showed that no electrical non-conformities were found on the device after several device activations. The device met electrical product specifications. The reported failure was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).

Event description:
The hospital reported while preparing for an endoscopic vein harvesting procedure, the nurse tested the hemopro device and it did not cut. Qa has interpreted this to mean "did not cauterize" during pre-cautery testing. The device was not used on the patient. A replacement kit was used to complete the procedure. The hospital did not report any patient complication.